Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, power loss alarms, low battery alarms and power error alarm confirmed in the long trace. Power loss alarms after the power error alarm. Detailed trace analysis confirmed the pump alarmed low battery and then power error alarm was triggered when backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause was the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had low battery alert less than 1 week. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.